Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for procedure due to an unrelated blood borne infection caused by staphylococcus. There was no allegation from a healthcare professional that the infection was system related. During the procedure, the physician noted externalized conductors on the right ventricular lead. The right ventricular lead was explanted and replaced. The patient was stable before, during and after the procedure.